Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a possible infection from a recent implant surgery. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient didn't end up having an infection; he was just having pain at the generator site. No further relevant information has been received to date.